Event description:
It was reported that during a device change out, the physician inadvertently damaged the lead body with the electrosurgical knife. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 7278 implanted: (B)(6) 2006; product ID 5076-52 implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.